Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2016. The pad-pak was removed. The device failed several self-tests due to a low battery on the (B)(6) 2016. An increase in voltage was observed later on this date with the device passing a self-test. Investigation found the fault can be attributed to capacitor failure. This resulted in a short circuit which caused the installed pad-pak to blow its fuse. The functionality of the circuit is tested before dispatch from heartsine it is therefore concluded the component failed after dispatch. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.